Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation; however, the customer did provide a picture showing the fiber fractured. The customer's reported complaint of fiber fractured/broken was confirmed via picture provided, however, without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a pvak -- 400 micron perforator and accessory vein ablation kit. While unpacking, it was noted that the fiber was bent in half in the packaging, prior to opening. The packaging was intact and there were no other damaged kits in the box. There was no patient involvement with the reported issue. Another same kit was opened to complete the following procedure. The reported device is not available to be returned to the manufacturer for evaluation.